Manufacturer narrative:
A correction in section b7 from photorefractive keratectomy, both eyes to lasik, both eyes. An additional correction in section e3, from other health care professional to physician. Manufacturer reference #: (B)(4).

Event description:
The site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +22.0d) was explanted due to patient dissatisfaction with vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +22.0d) was explanted due to the patient's dissatisfaction with vision and visual disturbance and a new lal (+22.0d) implanted as a replacement. Rxsight's first awareness of the event was on 08/20/2024.